Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 2/19/2019 resulted in defect found: discoloration observed on returned test strips and e-3 results obtain, after qc investigation the event was determined to be reportable. Final root cause: rc- 003 other root cause: improper storage. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and is no longer experiencing symptom of headache. Medical intervention is not reported at the time of the call on (B)(6) 2019 as a result of the meter's readings. Performance test during call on (B)(6) 2019 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/20/2020 and open vial date is within the last four months.